Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition occurred. The device's system board and blower motor were replaced to address the issue. The ventilator's lcd display screen was found to be partially blank. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device wa snot in patient use.